Manufacturer narrative:
Concomitant medical products: 407652 lead, implanted (B)(6) 2008.

Event description:
It was reported that the right ventricular (rv) lead exhibited oversensing due to double counting of a wide qrs complex. The lead re mains in use. No patient complications have been reported as a result of this event.